Event description:
(B)(6) reported that the buttons on the insulin pump were no longer responding. Customer did not recall any significant events leading up to the event. Blood glucose level was 140 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. No unexpected battery out limit alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at display window corners, reservoir tube lip and battery tube threads. The insulin pump was received with minor scratches on the display window.